Manufacturer narrative:
Product eval: no samples were returned for eval; therefore, the condition of the product could not be verified. The lot number was identified as 814205m and the device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to alcon's acceptance criteria. Based on the info provided by the complainant, it is possible that a malfunction of the device occurred. A blunt knife is considered to be a reportable malfunction, based on an active 2-year rule. Root cause: because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to blade. However, based on the info above, it is unlikely that the damage occurred during the mfg process. Some potential causes are reuse, improper handing by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. Actions taken: because the exact root cause for this complaint is unk, specific action with regards to this complaint cannot be taken. There have been no changes in the mfg process that would contribute to damaged blades. The packaging configuration has been validated to iso 11607-1, "packaging for terminally sterilized medical devices". All knifes are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. No add'l action is required at this time. (B)(4). This report was mailed to FDA on: 12/22/2010. (B)(4).

Event description:
A nurse reported having a cataract knife that was blunt during surgery. There was no pt injury reported.